Event description:
Device issue: balloon rupture. Time of device issue: during stenting procedure. Adverse event: none. It was reported that after pre-dilatation of the moderately tortuous and moderately calcified lesion in the proximal lad the 3.5x23 vision was used; however, the balloon ruptured at 14 atm. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was not returned for analysis; therefore, it was not possible to perform a thorough evaluation on the product, which may have aided in determining a cause for the reported difficulty. Based on the information provided, the lesion was moderately tortuous, moderately calcified and 90% stenosed, which may have contributed to the experienced rupture. Furthermore, since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged (scratched) during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation during the procedure. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. A1 stent delivery systems are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.